Event description:
Complainant claims the head of the device snapped off during insertion of the hip stem prosthesis into the femoral canel. The head of the device was retrieved from the pt. No injury to the pt was reported.